Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the vital signs® pressure infusor air output is draining gradually. The issue occurred during patient-use for 72 hours. As of this time, there is no information regarding patient harm with this reported event.

Manufacturer narrative:
Device evaluation update: d9, g3, g6, h2, h3, h6 and h10. Results of investigation: the suspect device was evaluated and tested. Vyaire medical was unable to confirmed the reported issue. Based on the results of the leakage test instructions mwi-51004353-as-009/I (pressure leakage test) and mwi-51004353-as-010/g (leakage test 3 hours), we can generally determine if the leak occurred during the manufacturing process. The return sample met the air leakage standard. According to the DHR, all units were produced using the mcp-51004353-as-001/f production flow. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.